Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery cap was stripped and could not be removed. The customer states their blood glucose levels had gone up to 523mg/dl due to pump display going dead. The customer was able to remove with screwdriver and treated the highs with the pump. The customer was advised to monitor the device. The customer declined to troubleshoot for the highs. The customer is being sent replacement battery cap.